Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
It was reported to terumo cardiovascular systems, by the certified clinical perfusionist (ccp) on the case, that the wrong fx oxygenator (1cx fx25w) was opened in the operating room twice during an emergent case because of an incorrect shipment to the facility. The actual surgical procedure had been completed, and the cardiopulmonary bypass (cpb) circuit has been discarded. Prior to the pt being transferred to the intensive care unit, the pt became hemodynamically unstable with signs of heart failure. The cardiovascular surgeon elected to return the pt to cpb in order to support the failing circulation. As the cpb circuit components were being opened, the opened was also a 1cx fx25w unit. A third unit was opened, and it was verified to be thccp observed that the oxygenator was not the routine 1cx fx25w unit. A second oxygenator was e routine (1cx fx25e) device. All three units were stored in the operating room; therefore, there was no delay into the start of cpb. The pt expired from circulatory collapse prior to reinstating the cpb procedure. The ccp stated that the incorrect units had no impact on the outcome of the pt.